Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and shock therapy from this cardiac resynchronization therapy defibrillator (crt-d) device. Information indicates this therapy was inappropriate as it was provided due to the patients atrial fibrillation. All device measurements were noted to be within specification ranges. Boston scientific technical services and the healthcare provider agreed that the patient should be seen by a cardiologist. The device remains in-service. No additional adverse patient effects were reported.